Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens implant procedure the patient was having foggy vision, difficulty driving at night - circles around lights. Additional information was provided by consumer that, the patient was experiencing starburst and multiple halos all around and of all colors. During christmas time the 10 ft christmas tree was beautiful but was overwhelming for the patient to look at. During that time eye started to tear. Daily throughout the day the patient was having disruptive tearing. The patient was given antibiotic ointment for nighttime which has not provided any relief. At nighttime the patient do not drive because each light (the street lights, the stop lights, the night lite on oncoming lights and the taillights of cars) resemblance of a planetary solar system that had multiple circles around them.